Manufacturer narrative:
(B)(4). The reported field event of body fluid in the device header was confirmed in the laboratory. Visual inspection identified discoloration of the device header due to bodily fluid. The septa was found to be damaged and silicone material was found in the set screw hex cavity. The set screw was not damaged and functioned normally to secure the leads. It is believed that when the septa was damaged, septa silicone material had fallen in the set screw hex cavity and therefore created an area where body fluid entered the header. (B)(4).

Event description:
It was reported that body fluid was discovered in the device header during lead repositioning procedure. Device was explanted. No consequences were reported for the patient.